Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Tandem informed the customer that loading a new cartridge should resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. It was also reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge, and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.